Event description:
It was reported periimplantitis at tooth sites #16 and #17. Implants were removed. Pain, inflammation and abscess were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available. D10: concomitant medical product: fos411, full osseotite implant 4 x 11.5mm, lot: 2011040057. H6: event problem codes: patient code: 1690, 1932.a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G6: type of report. H1: type of reportable event. H2: follow up type. H10: additional narrative: zimvie complaint number corrected.

Event description:
No further event information is available at the time of this report.